Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned for analysis. Upon evaluation of each device, the duckbill was found to be slightly open at the slit. A leak test was performed and each device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic salpingo-oophorectomy procedure, both ports started to leak halfway during the case. There had been multiple instrument exchanges. Another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.